Event description:
It was reported that the patient had come into the emergency room and was unresponsive. The physician thought that the patient was getting too much pain medication and he wanted to be able to turn the pump off. The drug used in the device system was unknown.

Manufacturer narrative:
(B)(4).